Event description:
It was reported that the patient experienced recurring incontinence with an eight year old artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure a capsule was removed from the urethra. It was stated that the device functioned fine. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the capsule was organic. The patient was said to be good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.